Event description:
Information was received regarding a cadd legacy pca pump. It was reported that the device downstream. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Please disregard 3012307300-2022-00084. The initial report was submitted in error.